Event description:
During a suction procedure, the catheter came apart from the control valve and remained in the endotracheal tube. The closed suction system catheter was subsequently removed without patient injury or adverse event.